Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture. (B)(6).

Event description:
Physician reported " bleeding, capsular contracture - baker grade 4 and rupture. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Clarification patient age: patient year of birth 1967. Device evaluation: visual analysis of the photographs identified: creases fold.

Event description:
Capsular contracture (baker grade iii-IV) and "crease fold" was reported.